Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, the event reportedly occurred in the nicu, therefore the patient is presumed to be a neonatal patient.

Event description:
It was reported that the tubing set leaked at the insertion site of an unspecified mating device in the nicu.

Manufacturer narrative:
Additional information added to: patient identifier; age or date of birth; sex; weight; date of event; description of event or problem and concomitant medical products. Correction: brand name; device identification; implant date, & concomitant medical products and therapy dates. The customer report that the extension tubing set male luer cracked and leaked at the connection to the filter set was not confirmed. The reported suspect extension set was not received. Received in a plastic bag with was a used filter extension set model 20129e lot unknown. The received set was inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages or issues were observed. Functional testing was performed on the set with no leak or any issue being observed. The root cause was not identified.

Event description:
It was reported that during a lipid infusion in the nicu, the extension tubing set male luer cracked and leaked at the connection to the syringe tubing set with the filter. It was recommended that the customer have minimal amount of connections and will be trialing a syringe set with a built-in filter for lipid administration. The customer later stated that there were no adverse effects caused to the neonate patient from the event.